Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 14-dec-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 08-jul-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) several implant locations were imaged with contrast. Imaging of the final location showed staining from the contrast injection. The physician decided to proceed and the device was deployed. Electrical testing showed high thresholds. The next measured blood pressure was low and an echocardiogram revealed a pericardial effusion. A perforation was also noted. A pericardial tap was performed, and the patient was stabilized enough to move to cardiac surgery to close the hole in the heart. After the surgery the patient was moved to the intensive care unit (ICU) where the bleeding around the heart began again. The patient's family decided not to intervene further and the patient passed away shortly after.